Event description:
I have a defective epidural. It was inserted wednesday night and then the anesthetist was unable to inject through it. It was removed and found to have no distal hole.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was unable to inject. The customer returned one snaplock assembly, one epidural catheter, and lidstock. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils especially at the distal end. The catheter was returned thread through a catheter stabilization device approximately 10.9cm (ruler: (B)(4)) from the distal end which caused a bend in the catheter. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 9. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester ((B)(4)) and the pressure was increased to 10 psi to establish flow. No flow could be established out of the distal tip of the catheter. The test was repeated using the returned snaplock assembly and lab inventory epidural catheter. Flow could be established to the distal tip of the catheter, indicating that there are no flow issues with the returned snaplock assembly. An attempt was made to thread a lab inventory wire through the epidural catheter from the proximal end. The wire threaded approximately 80.4cm (ruler: (B)(4)) from the proximal end of the returned catheter until an occlusion was found. An attempt was made to thread a lab inventory wire through the epidural catheter from the distal end. The wire threaded approximately 10.5cm from the distal end of the returned catheter until an occlusion was found. The wire appears to stop in the catheter from both directions at the same location where the bend at approximately 10.9cm from the distal end was observed during visual inspection. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the catheter unable to inject was confirmed during functional inspection of the returned sample. The returned epidural catheter was found to be completely occluded. Visual examination of the returned catheter revealed a bend in the catheter where the catheter was returned threaded through a catheter stabilization device. An attempt to thread a lab wire through the cat heter revealed an occlusion at the same location where the catheter was bent. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the condition of the sample received and the information provided, the potential cause of this complaint could not be determined. No further action is required at this time.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
I have a defective epidural. It was inserted wednesday night and then the anesthetist was unable to inject through it. It was removed and found to have no distal hole.